Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that from (B)(6) 2022 to (B)(6) 2022, a (B)(6)-year-old female child patient's infusion set's tubing detached/broken at the site connector and this issue occurred five times during last two weeks. Therefore, her blood glucose level was between 250 mg/dl to 324 mg/dl at the time of the event. The infusion set had been used for 1-2 days. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.